Manufacturer narrative:
Initial reporter phone: (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle separated from the hub dislodged and was found in the pouch of the ophthalmic drape. ¿it happened during the operation after the cap of the needle was removed.¿ no serious injury or medical intervention noted.

Manufacturer narrative:
A photo was available for evaluation by bd. The photo was reviewed and there was insufficient epoxy run down on the needle causing the cannula to disconnect from the hub thus verifying the reported issue. DHR review: assembly batch 6119853 had 16 visual inspections performed on 950 parts with zero defects noted. Five cannula removal force tests were peformed on 25 parts with a minimum removal force of 7.0 lbs., a maximum removal force of 22 lbs., and an average removal force of 12.1 lbs. An additional two cannula removal force tests were performed on 50 parts as part of the verification of the corona treater. The results were a minimum removal force of 5.0 lbs., a maximum removal force of 21 lbs., and an average removal force of 11.24 lbs. The specification limit for a 27 gauge needle is a minimum removal force of 5.0 lbs. The root cause was determined to be an occlusion/clump of epoxy or higher than normal viscosity for the epoxy. Another possible root cause is if the caterpillar belts did not pull the needle out, and the epoxy was placed too high on the cannula causing insufficient run down.